Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to an unknown value. Reportedly the customer was able to address the low bg on their own. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
D2b; a3 d2b; a3.

Manufacturer narrative:
The logs were reviewed for 24-apr-2023. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. Tandem quality engineer reviewed pump data. A review of the bolus in question found that it was requested by a user. Prior to the bolus request, a button interaction was registered following by a screen unlock. An alert was then acknowledged by a user followed by the 200g carb entry. This was then followed by a confirmation event indicating that a user requested the bolus. The user requested the bolus.